Event description:
The son of a female patient reported to a lifecor patient services representative that the patient had passed away in 2008 while wearing the device. The final download following the death revealed an asystole event.

Manufacturer narrative:
No device analysis is needed because there was no problem with the device. From the flag files, it can be seen that the device properly declared asystole. The asystole event is attached.